Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was requested, but unavailable: was the tab inspected before use and found to be fully intact? No further information is available. Lot number: the lot number is unknown. Device return status/follow up: when we send the sample to you, we will let you know its return date and tracking number.

Event description:
It was reported that the patient underwent an aortic valve replacement procedure on (B)(6) 2019 and barbed suture was used. During the first passing of the needle through the fascia by continuous suturing, the fixation tab was not fixed, and the suture was pulled out from the tissue. It was found that there had been only half of the fixation tab. Another package was used with no problem. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis an empty labeled winding former and a dispensed needle-suture of product code (B)(4). During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no defects or damaged on the barbs were noted; but, a side of the fixation tab were broken. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample received, it could not be determined what may have caused the reported incident. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.